Event description:
Health care professional reporting an increase in blood leaks since february, when the facility began using f70nr dialyzer. This is the report of the fourth(4) of five internal blood leaks. There were two lot numbers identified among the five complaints. The patient was initiated onto dialysis with the cobec3 dialysis machine. Two minutes later, blood was seen and detected in the dialysate effluent. Gross blood was evident. According to hcp, not able to reinfuse blood, system of approximately 210 cc discarded; blood loss reported on 4/5/99. No patient (medical) intervention necessary. Complaint sample was discarded. Requested that any future samples be saved and to notify quality systems. MDR filed due to blood loss reported.